Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. (D4) lot number corrected from 0023867285 to 0022633070. (D4) expiration date corrected from 11/18/2020 to 02/26/2020. (H4) device manufacture date corrected from 05/23/2019 to 08/30/2018.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75x16mm synergy drug-eluting stent, it was observed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. (D4) lot number corrected from 0023867285 to 0022633070. (D4) expiration date corrected from 11/18/2020 to 02/26/2020. (H4) device manufacture date corrected from 05/23/2019 to 08/30/2018. Device evaluated by MFR.: synergy ous mr 2.75 x 16 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75x16mm synergy drug-eluting stent, it was observed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.75x16mm synergy ii drug-eluting stent, it was observed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.